Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced an low blood glucose (bg) level of 33 (mg/dl). Paramedics were called and the customer received glucose intravenously to address low bg level. During troubleshooting with tandem technical support it was determined the pump time and date setting was incorrect. The customer did not recall changing the time or date settings. Reportedly the customer would continue to use the pump for insulin therapy.